Event description:
It was reported that following the implant procedure, the patient was taken to the recovery room and noticed severe back pain and spasms across the lower back. The physician opted to remove the spinal cord stimulator (scs) in case the placement was causing patient's symptoms. The explanted device components were discarded by the medical facility. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5004315, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5003986, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36295939, UDI: (B)(4).